Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod between 4 and 24 hours. The patient also mentioned that they had pneumonia and kidney failure. The patient was treated with given antibiotics and various medicine. The patient was still at the hospital. The pod was not worn when seeking medical attention since it was removed in the ambulance on there way to the hospital.